Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors instrument was charred. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive received additional information. There were no incidents. No patient was harmed, nor that remnants of the cable remained in the patient. The monopolar curved scissors was found to have contamination on both blade(s). One blade/both blades exhibited moderate contamination corrosion on the outer, inner and cutting edge surfaces. When scratched with a pick, the debris was able to be removed and was not pitted into the blades. Cut performance is not negatively impacted due to the contamination. Other metal components adjacent to this contaminated blade(s) do not show damage. The instrument passed the cut test. Common causes of blade contamination are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.